Event description:
The dental implant fx4812mlc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months and 7 days after implantation. The patient has history of hypertension. The patient required bone augmentation for the operation. The doctor noted local infection during explantation. The patient has recovered without complications.